Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and reported that the pump supplies would be changed. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.